Manufacturer narrative:
There are previous complaints #(B)(4) on the device. Historical records were reviewed. It was discovered that there were discrepancies in the test records. Ncr (B)(4) had been initiated to address the discrepancies. This pump underwent routine maintenance testing by intuvie provider where it was detected the pump's speaker did not work. It was confirmed that replacing of the speaker addressed the issue successfully. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On 05/08/2024, znyo medical received a report that during the preventive maintenance (pm), the speaker was unable to emit any noise. No patient was involved.